Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b1, b3, b4, b5, b7, d7, d11, e1, g4, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Initial op records were reviewed with no complications noted, no revision notes were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately twelve years post implantation due to cup loosening. During the procedure, the taper and stem were found to be cold-welded, all components were removed and replaced. No additional information is available.

Manufacturer narrative:
(B)(4). Explant date: (B)(6) 2020. Concomitant medical products: ref 157452 lot 365180 m2a head 52mm, ref x11-180313 lot 998040 stem 13x145mm, ref 139270 lot 146660 taper adapter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01344 head, 0001825034 - 2020 - 01345 insert, 0001825034 - 2020 - 01346 stem.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty and was then revised twelve years later due to unknown reasons. Attempts have been made and no further information has been provided.